Event description:
It was reported to boston scientific corporation in 2005 that a resolution clip device was used to clip a stomach bleed the day before (patient age, gender and weight unknown). According to the complainant, during the procedure, the clip would not release from the catheter. After patient retched, clip released. The procedure was completed at that time. No patient complications were reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed a slight kink on the coil of the device near the handle. The coil bushing was exposed from the outer sheath. The clip assembly was deployed and was not returned with the device. The cause of the reported malfunction could not be determined.